Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (52 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.034% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced numbness in left hand 1 day post miradry treatment. During the treatment, the patient felt tingling sensation twice in her hand, while the left axilla was being treated. The operator stopped treatment each time.

Event description:
Clinic reported a patient who experienced numbness in left hand 1 day post miradry treatment. During the treatment, the patient felt tingling sensation twice in her hand, while the left axilla was being treated. The operator stopped treatment each time. Update: the clinic reported the patient had an old elbow injury, and the treating physician suspected the injury was exacerbated due to the arm position during the miradry treatment.

Manufacturer narrative:
Changed adverse event to other serious (important medical events).